Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink y-type cath ext set leaked; further described as "leaking was from the main structure of the set". The issue occurred during patient infusion. The staff came into contact with the leaking intravenous (IV) fluids; however, their hands were washed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufactured in may 2022. The device was received for evaluation. A visual inspection was done which observed a crack in the luer. The reported condition was verified. The cause of the condition was a material related issue during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.